Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged. Additional information indicated that this lead exhibited loss of capture (loc) during a follow up visit and the dislodgement was confirmed with fluoroscopy. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.